Event description:
Describe event, problem, or product use error: indication: chronic inflammatory demyelinating polyneuritis. Patient's mother reported concerns with hizentra infusion today ((B)(6) 2026). Patient's mother reported needle sites in patient's stomach and thigh have popped out, and there is leakage. Patient's mother is unsure how much of the infusion the patient has gotten, but she will continue to finish what is left (about 7 ml). Patient's mother advised they would prefer not doing more than 1 site. Patient's mother advised freedom pump does not push out all the dose, so she has to do a manual push for the remainder the of the infusions. Patient's mother was advised new f180 tubing set, needle set, and freedom pump can be sent. Md will be notified about partial dose due to leakage. Patient received a partial dose. Patient did experience an adverse event. Patient does have pump available. No additional information available.